Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced orthopnea and dyspnea along with cardiogenic shock. It was noted that medical management of these comorbidities could not be treated as outpatient due to risk of death. Hospitalization was discussed. No further information was available.

Event description:
New information noted that there was no indication that the device caused or contributed to patient¿s adverse event. Cardiogenic shock was resolved. The patient was discharged in good condition.